Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that a patient had a discharged battery, ¿actually overdischarged¿. It was stated that the caller had done 4-5 physician mode restarts (¿prm¿s) already and it had not started to charge normally. It was stated that the patient last felt stimulation in (B)(6) 2014 and the last time he charged was before that. It was stated that the patient had been implanted in (B)(6) 2013 and that the recharging sessions were done ¿almost in a row¿. It was noted that the manufacturer¿s representative was made aware ¿last friday¿ (2014 (B)(6)). Additional information received reported that the overdischarge had been caused by patient noncompliance. It was stated that the pmr was not successful. It was reported that the patient was beginning to feel his original pain. It was stated that no further troubleshooting or interventions had been necessary. It was reported that the patient was scheduled for a replacement (B)(6). Additional information received reported that the patient had been scheduled for replacement for today, but cancelled. It was stated that they would reschedule.